Event description:
The customer contact reported retrograde flow while a backcheck valve was in use. The pt was receiving an unspecified hydration solution on the primary line and an inspecified antibiotic solution on the secondary line shortly after the secondary solution was started, the nurse noted the secondary solution was flowing into the primary solution container. The nurse clamped the primary tubing set and the anibiotic delivery was completed. There were required.